Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # t5cf4m. Additional information received: did the device lock out and could not be fired at all? No. Or was the trigger advanced with no staples deployed? Yes. Investigation summary: the analysis results showed that the tx60g device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria the event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the dr. Attempted to fire stapler but no staples were dislodged from reload. Pulled another stapler to cover the case. There were no patient consequences reported.